Event description:
It was reported that a home patient (hp) experienced a connection issue where the patient connector ¿is too closed.¿ as the connection issue was noted prior to product usage, there was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation of the transfer set was completed. During visual/microscopic inspection it was identified that the bushing of the transfer set was pushed upward past the patient adapter stem base. Additionally, the patient adapter was observed to be damaged. Leak, clear passage, pressure, and clamp functional tests were all performed with no issues noted. An integrity of the seal surface test found no abnormalities. The internal diameter of the transfer set was measured and found to be within specification limitations. The reported connection issue was not verified. The cause of the damaged patient adapter was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that the reported problem was verified during the visual inspection, as the bushing was pushed up passed the patient adapter stem base. Should additional relevant information become available, a follow-up report will be submitted.